Event description:
It was reported that, during set up for a cori assisted tka surgery, they could not insert the bur and then could not take it apart. Also, they could see a the metal collar loose in the ri robotic drill attachment. The procedure was performed, without delay, using a a different real intelligence robotic drill. Since incident occurred before procedure, patient was not involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the ri robotic drill attachment, rob10015, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The top most bearing was visibly worn and came apart upon functional evaluation. There were no issues with long attachment. Bearing retainer was within torque specification. Drill attachment can be removed with no issues. The most likely cause of this event is normal wear and tear over multiple uses and decontamination cycles. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.